Event description:
Patient allegedly received an implant on (B)(6) 2012 via inferior vena cava just below renal veins due to pre-bariatric surgery. Patient is alleging vena cava/organ perforation, tilt, and embedment. The patient is further alleging migraines, chest/back/let arm pain, difficulty breathing, tiredness, anxiety, depression, and deep vein thrombosis (dvt). The patient feels that the filter can break and start a bleed that could result in death, severely disabled, or wheelchair bound. The patient can no longer do weight training at the gym, just cardio, treadmill. No activities which can cause damage to my chest area on strenuous exercise, walking for long distance and causes great exertion. Also (B)(6) 2016, the patient began to feel tired, depressed, body changing, pain in chest, depression has gotten worse, medication increased, very high anxiety. (B)(6) 2019, per a report from computed tomography; ¿59-year-old female with a provided clinical history of an injury of the inferior vena cava, and patient reporting a history of low back pain for 3-4 months and a remote history of inferior vena cava filter insertion (approximately 5 years ago). Vessels: there is an ivc filter in place. It is angulated anteriorly, with penetration of multiple struts beyond the inferior vena cava wall. There are at 3 posterior struts that have penetrated the anterior margin of the l3 vertebral body causing mild osteolysis and remodeling. Left lateral strut penetrates the wall of the aorta at the l3-l4 level. Impression: penetration of multiple struts of the inferior vena cava filter, with penetration of both the anterior wall of the adjacent vertebral body and the adjacent aortic wall. This appears similar to the prior CT angiograrn. While no active hemorrhage around the aorta is seen, a fistula, while not expected, cannot be excluded on the basis of this noncontrast exam.¿ (B)(6) 2019; per a report from computed tomography; ¿findings: cta abdomen/pelvis: stable configuration of the ivc filter with apex at the l2-3 interspace and struts extending to the level of the l3-4 interspace. The medial strut appears extruded from the medial wall of the ivc and abuts the posterior medial aspect of the aortic bifurcation. This structure appears to abut the aortic wall rather than penetrating it. One of the posterior struts penetrates the l3 vertebral body, extending to the inferior endplate. Impression: stable position of the ivc filter with strut penetration as above. Medial strut abuts the aorta at the level of the bifurcation without CT evidence of aortic wall penetration.¿

Manufacturer narrative:
Device code(s): headache (1880), chest pain (1776), pain (1994), fatigue (1849), anxiety (2328), depression (2361), thrombosis (2100) = dvt. Appropriate term/code not available (3191) was selected for the alleged device perforation. Appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc)/organ penetration, embedment, dvt, tilt, migraines, chest/back/left arm pain, difficulty breathing, tiredness, anxiety, depression, limited mobility. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported migraines, chest/back/left arm pain, difficulty breathing, tiredness, anxiety, depression, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient allegedly received an implant (B)(6) 2012 due to pre-bariatric surgery. The patient alleges unable to remove. The patient further alleges fear.

Manufacturer narrative:
Investigation: the following allegations have been investigated: blood clots, unable to remove, fear. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding blood clots does not change the previous investigation results for deep vein thrombosis (dvt). Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications the filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."